Event description:
Info was received that reported a pt was hosp in 2006 for hyperglycemia. The day before the hospitalization, the reporter stated the pt was sick and vomiting and her blood sugars were "high". The next day, she was still sick, and she was taken to the ER and at the time of admit, her blood glucose was 495 mg/dl. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.